Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to fluid loss from the cylinder components. The cylinders and pump were removed and replaced with new components. The existing reservoir component remains implanted in the patient. It is unknown if the explanted ipp components are being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.